Event description:
It was reported before use the bd ultra fine¿ pen needle had no label or missing label information or illegible (all packaging levels). This event occurred 180 times. The following information was provided by the initial reporter: the customer "found different packaging in our inventory for item 2404671. This item has MFR# 320122 and upc 0-382903-204892. However, we also have packaging with MFR# 320489 with the same upc, no ndc listed, but with additional languages on the packaging (same size and gauge).

Manufacturer narrative:
Bd is conducting a voluntary medical device recall (bddc-20-3896-fa) for a single lot of the bd ultra-fine¿ pen needles. A small percentage of the product shelf cartons were incorrectly labeled as products intended for the latin american market. Although the product description on the label ¿32g x 4mm pen needles¿ is correct, information pertinent to users in the us regarding compatibility with specific pen needles is missing.the root cause investigation is ongoing and will be documented in CAPA # 1845943.

Event description:
It was reported before use the bd ultra fine¿ pen needle had no label or missing label information or illegible (all packaging levels). This event occurred 180 times. The following information was provided by the initial reporter: the customer "found different packaging in our inventory for item 2404671. This item has MFR# 320122 and upc 0-382903-204892. However, we also have packaging with MFR# 320489 with the same upc, no ndc listed, but with additional languages on the packaging (same size and gauge).

Manufacturer narrative:
H.6. Investigation: no samples were returned therefore the investigation was performed based on the photos provided. Four (4) photos of shelf cartons for 32gx4mm bd pen needles were provided. Customer reported found a different packaging on their inventory the item has MFR# 320122 and upc 0-382903-204892. The photos were reviewed, and a mixed product issue involving catalog# 320489 and catalog# 320122 was observed. Sa bddc-20-3896-sa and CAPA 1845943 were raised for this mixed product issue. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported before use the bd ultra fine¿ pen needle had no label or missing label information or illegible (all packaging levels). This event occurred 180 times. The following information was provided by the initial reporter: the customer "found different packaging in our inventory for item 2404671. This item has MFR# 320122 and upc 0-382903-204892. However, we also have packaging with MFR# 320489 with the same upc, no ndc listed, but with additional languages on the packaging (same size and gauge).